Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with no delivery during a bolus attempt. The patient's blood glucose at the time of call was 375 mg/dl. The customer changed the infusion set and during the fill cannula process he received another no delivery alarm. Troubleshooting was initiated for the no delivery issue. The customer was assisted in performing a fixed prime, but the up arrow key became unresponsive on the fill cannula screen. Troubleshooting was then initiated for the keypad anomaly. The customer did not recall any significant events leading to the up arrow unresponsiveness. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. The insulin pump functioned properly. The insulin pump had an intermittent button response noted during testing due to flattened dome switch on the esc and act button. The lcd connector was inspected and no anomaly was noted. The insulin pump was also received with minor scratches on lcsd window and cracked reservoir tube lip.